Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a chemo leak at the injection port of the drip chamber during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer complaint of leak at injection port of drip chamber was confirmed. Picture provided by customer shows a droplet of fluid on the top base of the drip chamber near the smartsite port weld.

Event description:
The customer reported a leak at the injection port (top base) of the drip chamber during a chemotherapy infusion.